Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was removed due to infection. They had undergone a few surgeries to look into it before they finally decided to remove it. The patient was indicated for failed back surgery syndrome and non-malignant pain. No cause or date of onset for the infection was reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.